Event description:
Physician removed drain. Upon examination of tubing, silicone tubing did not come out with tubing. Patient returned to surgery for removal. At time of return to surgery no suture visible holding siliconedevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.